Manufacturer narrative:
(B)(4). The returned device was visually inspected upon receipt and it was found that complaint catheter was inspected and the shaft bent measured approximately 4 cm from the handle and it was found bent right next to blue sleeve connected to hand with broken braid wire exposed. This finding is not MDR reportable because it is not within the usable length of the catheter. Sensor sleeve (pebax) has inside a light coat of dried liquid and ¿white crystals, likely dried saline" no damaged found on pebax during visual inspection.scanning electron microscope results show that the external surface of the pebax exhibited evidence of scratches and pinhole. It is possible that an unknown object hit and punctures the pebax. Energy dispersive x-ray spectroscopy analysis results showed the presence of sodium and chlorine which suggests that saline solution could be present on the device. Per the event, the catheter was tested for electrical performance and it was found within specifications.the device history record (DHR) was reviewed and no anomalies were found. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint related to the electrical issue cannot be verified.

Event description:
It was reported that a patient underwent a procedure with a thermocool smarttouch uni-directional navigation catheter and they were unable to ablate. During the procedure, the power of the catheter was always 10 watts when discharging. Ablation could not be performed when the power was just 10 watts. The cable was changed but the issue remained. The catheter was changed to another one to complete the procedure. There was no patient consequence. This event was originally assessed as not MDR reportable because the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. The device was returned to the biosense webster failure analysis lab for evaluation and a scanning electron microscope analysis discovered that the external surface of the pebax exhibited evidence of scratches and a pinhole. In addition, there were also non MDR reportable findings that posed low risk to the patient. Upon request additional information was received on the returned catheter condition. There was no difficulty in removing the catheter. This condition was not noticed prior to use, upon withdrawal or prior to sending the catheter back. The finding of the pebax damage is indicative of a reportable event because the catheter integrity is no longer maintained which may cause harm to the patient. The awareness date for this record is (B)(6) 2016 because that is when the pebax damage was discovered.